Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor's power went off during the process. There were no reports of patient harm.

Event description:
Correction to the initial report: it was reported that during a preparation for use, the monitor's power went off during the process. There were no reports of patient harm.

Manufacturer narrative:
Correction to h6 (medical device problem code) of the initial report. "1476 - failure to power up¿ is being corrected to ¿4019 - unexpected shutdown.¿ a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the power supply was turned off due to a g1 board (printed circuit board) failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.